Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that an asystole alarm was delayed by about 10 minutes for the patient on tele2 on (B)(6) 2017 around 06:00 and the patient expired.

Manufacturer narrative:
The fse collected logs and strips for review, as well as tested the equipment (piic and x2) which found no problems with alarming. The bedside was not tested and no data was obtained from the bedside since it was seized by the police. A review of the strips and logs show that an asystole was generated at 06:20:50 and sounded at the central station at 06:21:02 (see above excerpt). With the available information, there is no evidence to indicate that there was a delay in alarm announcement, however, the timestamp for the generation of the alarm at the bedside could not be confirmed as no bedside data was available for review. There was no trouble found with the device/system operation, however, the cause is unknown.